Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device and unknown right ventricular (rv) lead, exhibited high thresholds and failure to capture on the rv channel. The device remains implanted. No adverse patient effects were reported. Attempts to obtain additional information on the rv lead manufacturer and model/serial have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.